Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a critical error code was found in the device error log. The device's oxygen blending module was recalibrated to address the issue. Additional findings not related to the malfunction/issue included the front enclosure, top plate and universal porting block replacement due to cosmetic damage.